Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This occurred in (B)(6). The consumer reported the tampon was upside down in the wrapper and the string was missing upon insertion. She was able to manually remove the tampon and did not seek medical assistance.